Event description:
Caller reported that the quick bolus/wake button on the pump was difficult to press and sometimes required multiple attempts to activate the pump screen. There was no adverse impact to the customer's blood glucose level. Tandem technical support advised the caller to attempt specific techniques to activate the button, confirmed that the pump was still in warranty, and arranged for a replacement pump to be sent. The caller was instructed to return the defective pump using the provided return box and label.